Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Performance data collected from the device was received. However, the reported complaint cannot be substantiated via performance data analysis, therefore the performance data analysis will not be performed. If information is provided in the future, a supplemental report will be issued.